Event description:
Senseonics was made aware of an incident where received sensor suspend alert.after dms review, we confirmed several glucose suspend alerts, with the latest one showing on (B)(6) 2025 at 1:06 pm. Additionally, there's no glucose data since (B)(6) 2025. A sensor replacement was approved due to system performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 9 after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor did not reveal any malfunction. A review of the dms data revealed depressed signal and reference channels since insertion. Glucose suspend was triggered when all 4 sensing areas went below the blue norm threshold. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. B4. Date of this report 13 may 2025. G3. Date received by the manufacturer? 13 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.